Manufacturer narrative:
Date of event: exact date unknown, event occurred about a year from the date the manufacturer became aware of the event. Explant date: 2021. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 19312002/19397775.

Event description:
It was reported that the patient was experiencing inadequate pain relief. No device malfunction was suspected. The patient underwent an explant procedure. No further information has been obtained despite good faith efforts.